Event description:
It was reported that a balloon rupture occurred.   The 90% stenosed target lesion being treated was located between the moderately tortuous and severely calcified pre to mid left anterior descending (lad) artery. Prior to stenting procedure, the 2.00mm x 20mm maverick² balloon catheter was advanced to the lesion and it ruptured when it came in contact to sharply calcified surface. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of the event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter with no original packaging or other devices. Examination under magnification revealed a balloon pinhole 2.5cm distal of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion being treated was located between the moderately tortuous and severely calcified pre to mid left anterior descending (lad) artery. Prior to stenting procedure, the 2.00mm x 20mm maverick²¿ balloon catheter was advanced to the lesion and it ruptured when it came in contact to sharply calcified surface. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.